Event description:
Could not stand on foot without pain [mobility decreased]; rash [rash]; left knee effusion [joint effusion]; swelling in injected knee [joint swelling]; pain in injected knee [arthralgia]. Case description: spontaneous report received on 02/28/2009 from a (B)(6) female patient, (B)(6), whose relevant medical history included: osteoarthritis, a series of synvisc injections in left knee in 2004, left knee arthroscopy, and left knee pain. Since the patient's left knee pain started up again, the patient decided to try synvisc in the left knee again and was surprised that her body "did not like it" the second time around. She received the first injection of the series on (B)(6) 2009, after which she encountered "a bit of pain". She thought that with the second injection, it could only get better so, she had her second injection on (B)(6) 2009. After this injection, the patient experienced worsened left knee pain, left knee swelling, could not stand on her foot without pain, and a rash. According to the patient, she did not experience any of these symptoms after her first series of synvisc injections in the left knee in 2004. The patient went back to see her doctor, and the doctor drained her left knee and injected it with a steroid and something else that may have been an antibiotic. According to the patient, the doctor sent the fluid for a culture, but she did not yet know the results. One day after receiving the steroid injection, the patient's left knee felt better, but she continued to have the pain that she had before everything happened. The patient did not received the third injection of synvisc in the left knee and stated that she would not have a knee replacement either. As of the date of receipt of this report, the overall patient outcome was not yet recovered. No further information was provided. (B)(4)

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.